Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned modular cable and submitted log files confirmed the reported driveline power fault alarm. Provided log files were reviewed for the dates (B)(6) 2026. Driveline power faults were observed on (B)(6) 2025 correlating to a power a fault. The alarm retriggered after the initial controller exchange; however, the patient performed multiple driveline disconnects to remove the latched alarm before being seen at the clinic. The heartmate 3 modular cable was returned in used condition. The controller and inline connector pins appeared unremarkable. The modular cable was then tested to evaluate the integrity of its wires, and the cable did not pass testing. The outer jacket of the cable was stripped, and underlying protective layers were unremarkable. It was revealed after uncovering all the protective layers that the red and brown wirings were completely severed 5.5 inches from the end of the controller connector. The observed damage is consistent with the reported alarms. After opening the cable, it was reconnected to a mock loop, and the driveline power fault alarm was reproduced. Additional information indicates the modular cable was replaced and the driveline power fault alarm resolved, the patient tolerated the exchange well, patient observed in the hospital overnight and no further alarms noted. Patient observed in the hospital overnight and no further alarms noted. The root cause of the reported alarm was determined to be due to the damage observed on the returned modular cable. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use (IFU) section 5 "surgical procedures" cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 "patient care and management" cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten." Section 6 (under "caring for the driveline") instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 7 "alarms and troubleshooting" provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Heartmate 3 lvas patient handbook section 4 "living with the heartmate 3" (under "caring for the driveline") contains information regarding how to clean and care for the driveline. This section instructs the user: "check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged)." And "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it.¿ in addition, section 5 "alarms and troubleshooting" contains a sub-section entitled "what not to do: driveline and cables", which explicitly cautions the user not to twist. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate 3 vad modular cable (lot number: 7426489) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's log files were submitted for review. The patient's system controller (B)(6) indicated that a driveline power fault associated with a (f4) pwr_a_broken occurred at (B)(6) 2026 21:40:36. The data associated with the power conductors within the driveline showed some degradation in the path of conductor pwr a. Patient decided to connect to the mobile power unit (mpu) after alarms begun at home. The log file then recorded two no external power events while connected to the mpu power. The emergency backup battery (ebb) was used to support the system during the events. The patient proceeded to exchange their controller at home at 21:53:26. After the exchange, at 22:17:28, there was a brief no external power alarm while the controller was connected to mpu power. The patient then disconnected and reconnected the driveline a few times in an attempt to resolve the alarms, with the last connection occurring at 22:18:09. The event log file recorded a driveline power fault associated with a (f4) pwr_a_broken at 22:19:40. The patient decided to go to the emergency department and was asymptomatic throughout the alarms and troubleshooting. The pump was running with normal parameters and patient was feeling well. The doctor prescribed lovenox for subtherapeutic inr. It was recommended that the modular cable be replaced in an attempt to resolve the alarms. After the modular cable was replaced, the driveline power fault alarms resolved. Data from (B)(6) 2026 at 2 am showed an improvement in conductor pwr a after the modular cable was exchanged. The patient was switched to battery power to be relocated to a different room. The controller was noted to have brief "low battery" alarms despite wearing fully charged batteries. The batteries and battery clips were cleaned, and the patient was connected to a backup set of batteries and clips. No further low battery alarms or prior alarms were noted. The patient was discharged home on (B)(6) 2026.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.